Event description:
This spontaneous case was reported by an other and describes the occurrence of fallopian tube perforation ("the device on her right side started to perforate her fallopian tube") in a (B)(6) female patient who had essure inserted for sterilization. The patient's medical history included parity 4. In 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the fallopian tube perforation had not resolved. The reporter considered fallopian tube perforation to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of fallopian tube perforation ("the device on her right side started to perforate her fallopian tube") in a 36-year-old female patient who had essure inserted for sterilization. The patient's medical history included parity 4. In 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the fallopian tube perforation had not resolved. The reporter considered fallopian tube perforation to be related to essure. No further causality assessment were provided for the product. Amendment: the report was amended on 06-feb-2019 for the following reason: this case will be deleted from argus database: nullification reason: case is duplicated from case (B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.